Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion was located in the calcified, proximal right coronary artery (rca). The physcian found it difficult to cross the lesion to pre-dilate. The balloon was able to cross, but ruptured during the initial inflation to 10 atms. The procedure was completed with another manufacturer's balloon, and deployment of a liberte' stent. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for top assembly batch #9232753, found that the device met its material, assembly and product specifications at the time of release to distribution.